Event description:
During a rotator cuff repair procedure, the surgeon noted the anchor broke. X-ray via fluoroscopy was used to try to locate the broken piece, visualized it with the scope and retrieved.